Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 88 months ago. Aneurysm and vessel morphology at the time of implant was not reported. The pt has had some f/u's, in which a type I endoleak was found in 2007; however, no intervention was performed. It was reported that approx 1 month ago, a stent graft migration was noted and that aortic neck had become non-existent. The physician elected to surgically convert the pt and explant the bifurcated stent graft, while leaving the stent graft limbs in the pt. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation codes, results/conclusion: (endoleak, graft migration), (non-existent aortic neck).